Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a definitive cause for the reported tissue damage appears to be related due to user technique/procedural circumstances. The reported patient effects of mitral regurgitation and mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve, and the clip was grasped the leaflets fine. However, the leaflet became damaged after grasping. A second clip was deployed to further reduce mr and to partially treat the tissue damage. A decision was made not to implant a third clip to avoid further damaging the leaflet. Two clips were implanted, reducing mr to 2+. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.